Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because a piece of the pch instrument broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted procedure, a piece of the permanent cautery hook (pch) instrument broke off and fell inside the patient. The fragment was retrieved in the same procedure. The procedure continued as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred during a lower anterior resection. The customer confirmed that the pch instrument was inspected prior to use and there were no abnormalities. To the customer's knowledge, the instrument did not make contact with any other instrument or other hard material during the surgical procedure. A backup pch instrument was used after the fragment was retrieved using a grasper. The patient did not experience post surgical complications.